Event description:
Patient reported, that tmj has been exacerbated. Since, wearing aligners to the point, where they have a lisp, that they never had prior to treatment.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.